Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays during an elective ipg replacement procedure. Surgical intervention was undertaken on (B)(6) 2019 during which the lead was explanted and replaced. Effective therapy was established post-operatively.